Event description:
Holmium laser fiber broke during a ureteroscopy while dusting a stone. The fiber break was inside the scope preventing harm to the patient. A new fiber was opened and the case was finished without issue.